Event description:
The customer called to report that the buttons were unresponsive. Troubleshooting was performed. The customer stated that the act button worked intermittently. The customer changed the battery, but the problem continued. The customer reported a blood glucose reading of 192 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a broken solder joint. All buttons functioned properly. No damage on the keypad assembly was noted.